Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. 2) a force was applied to the probe during spark generation. 3) cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front-actuated grip type s exhibited the probe broken at proximal end and the tissue pad in the grasping section was worn away. There was no patient involvement.